Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator for parkinson's experienced increased shakiness in the right hand -which patient was unsure whether it was related to the therapy or to a recent illness, a transient sensation described as a "shock" going up the cheek and down the face when using group b settings, and difficulty talking at higher stimulation settings. The patient attempted to adjust therapy settings, noting that increasing stimulation from 2.2 to 2.3 on group a made it hard to talk, so the setting was reduced. The sensation of "shock" resolved quickly and did not persist. The patient was redirected to their healthcare provider for further management and reported an upcoming appointment with their managing physician.